Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a complete fracture of the catheter. Therefore, the investigation is confirmed for the reported complete fracture and no blood return issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one years, six months and twenty seven days post a port placement, the blood was allegedly not returned. It was further reported that catheter allegedly broke. Reportedly, patient was admitted to the interventional operating room and the catheter removal of the severed end of the infusion port under local anesthesia and the process went smoothly after the removal of the infusion port body. The patient is reported to be stable.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one years six months twenty seven days post port placement procedure, the blood was allegedly not returned. It was further reported that catheter allegedly broke. Reportedly, patient was admitted to the interventional operating room and the catheter removal of the severed end of the infusion port under local anesthesia and the process went smoothly after the removal of the infusion port body. The patient is reported to be stable.